Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The stent was returned fully deployed. The reported difficulty to advance and difficult to remove was not tested due to the condition of the returned device. The activation failure and material deformation to the stent was confirmed. Additionally, multiple bends and chatter marks were noted on the distal sheath and outer member separation at the distal end of the shuttle was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Because it was reported that the delivery catheter was removed forcefully against resistance, it should be noted that the absolute pro ll instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The removal against resistance does not appear to have contributed to the initial deployment difficulty and thumbwheel locking up. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. The difficulty advancing was likely related to anatomical conditions which were described as heavily calcified and moderately tortuous. Additionally, it is likely that the distal shaft was bent or restricted in the challenging anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating. The multiple bends and chatter marks noted on the distal sheath further suggest that the distal shaft was bent or restricted in the anatomy. Additional attempts to rotate the thumbwheel against resistance likely caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath and difficulty removing with the stent partially deployed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the original report, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks; therefore, this event has been upgraded to reportable.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, restenosed right superior femoral artery (sfa). An 8x120mm absolute pro ll self-expanding stent system (sess) was advanced with resistance noted due to the anatomy. Difficulty was met deploying the stent, so the partially deployed stent with the delivery system was removed with resistance and the stent was noted to be elongated. There was no adverse patient effect or a clinically significant delay in the procedure. The procedure was successfully completed with another device. No additional information was provided.